Event description:
It was reported that the port was implanted in 1999. In 2000, the doctor was removing the port when the catheter separated and migrated into the right ventricle. The catheter was retrieved via the femoral artery.